Manufacturer narrative:
(B)(4). The customer¿s report of smartsite leaking was confirmed. Visual inspection of the set noted that the smartsite® on top of the burette was oval in shape. The lower smartsite y-site component was also noted to be slightly oval in shape. There were no other anomalies. Functional and pressure testing was performed; there was leaking observed from the smartsite® on top of the burette. No leakage occurred from the lower smartsite y-site component. The root cause is exposure to an external heat source that brings the component temperature to around 70-80°c.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that a leakage was observed approximately 1 hour into an infusion of chemotherapy. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.